Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available because this was a voluntary medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try to collect additional details regarding the reported event were not attempted since no facility was provided in the voluntary medwatch report.

Event description:
A pericardial effusion, along with hypotension were noted. It has been reported that a nrg needle was selected for use for a ventricular tachycardia procedure. During the procedure, mapping was performed in the right ventricle under conscious sedation. The catheter was removed and transseptal access was attempted. While attempting to gain transseptal access, the patient moved abruptly. The nrg transseptal needle slid down the septum and was repositioned. The patient was then put under general anesthesia. Transseptal access was gained, and the mapping catheter was introduced into the left ventricle. Mapping was being performed but an effusion was observed on ice (intracardiac echocardiagraphy) in the right ventricle. The catheters were removed to observe the effusion. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. The physician alleges the effusion occurred when the patient jumped during transseptal puncture. There was no performance issues noted. The device is not expected to be returned for analysis. Mw5166915.